Event description:
The lay user/patient called lifescan in 2005 alleging that her one touch ultra meter was reading in the incorrect units of measure. The following month the medical affairs department became aware of a failure of this meter to be non-user-changeable. The patient suffered no injury, reported no symptoms or treatments due to the event. The meter in question was not new and was previously set to the correct units of measure (mg/dl). The patient did state that she recently changed the units of measure. It is not known if the patient inadvertently changed the setting herself. This case is being reported as a malfunction as the patient was using a meter that was intended to be non-user-changeable but indeed was user changeable in the unit of measurement setting. The meter was replaced.